Manufacturer narrative:
System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a third-degree heart block, seizure, and acute embolic stroke. The patient had a known history of peripheral artery disease, but no prior history of coronary artery disease or arrhythmia. The target nodule measured 1.1 centimeters in size and was located in the right upper lobe. The instruments used during the procedure included a 21g flexision biopsy needle, a third-party cytology brush, and third-party compatible forceps, with bronchoalveolar lavage also performed. Intra-procedural imaging was conducted using c-arm fluoroscopy, while ultrasound bronchoscopy (ebus) was employed for staging outside of the ion procedure. The patient was transferred to another hospital due to status epilepticus and was admitted for three days. The physician concluded that the adverse events were not related to the procedure or the ion catheter. There was no device malfunction associated with the event.